Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that a lead integrity alert was triggered due to an apparent lead fracture, high impedance, no capture, high/unstable/variable threshold and oversensing. The lead was also noted to have dislodged. The lead was replaced. No patient complications were reported as a result of this event.